Event description:
It was reported, the patient¿s device wasn¿t working and hadn¿t been working for years and the patient ¿can¿t stand it.¿ it was stated, the patient didn¿t know exactly when things ¿stopped¿ and they were redirected to their healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3889-28 lot# j0455453v, implanted: 2005 (B)(6); product type lead product ID 3023, serial# (B)(4), implanted: 2004 (B)(6); product type implantable neurostimulator product ID 3095-10, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3889-28 lot# j0427663v, implanted: 2004 (B)(6); product type lead product ID 3031a, serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient. (B)(4).